Event description:
Reportable based on analysis completed on 14-dec-2018. It was reported that loss of steering occurred. A blazer prime xp was selected for a procedure however the tip and the steering aspect of the device was defective, they could not get it to work. The procedure was completed with another blazer prime xp. No patient complications occurred. However, returned device analysis revealed fluid ingress and broken adhesive on ring 1. Analysis of returned product revealed a kink at the distal section caused by a bent center support confirmed after dissection; consequently, confirming the reported complaint, this condition of the center support could also have caused the ingress of fluids within the distal end. Visual inspection failed due to the kink at the distal section and the broken adhesive in ring 1. Dimensional inspection failed due to the curve failed to reach the specified area of the template and the short kevlar.